Manufacturer narrative:
One cadd solis vip pump was returned for analysis. The operator attached a cassette to prime and moved the upstream tube around a bit. The unit gave error alarm downstream occlusion. There is a small air bubbled on the sensor seal. There was glue between center downstream sensor and gap. The operator replaced the sensor. The pump passed all calibrations and functional tests after replacing the downstream sensor.

Event description:
It was reported that there was downstream occlusion on a smiths medical pump. No adverse patient effects were reported.